Event description:
The complainant alleged that during routine testing by a biomed that the device displayed a "paddle fault" on the screen. The complainant indicated there was no pt involvement with this reported malfunction.